Event description:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) for the troponin method were out of range on an advia centaur instrument. The customer was also unable to calibrate the assay. Following service on the instrument, the customer performed repeat testing from the time qc were last in range and no discrepant results were found. There are no reports of patient intervention or adverse health consequences due to the troponin calibration and qc issue.

Manufacturer narrative:
Ccc instructed the customer to check the acid, base and wash 1 solutions. The customer discovered that there was base solution in the wash 1 reservoir. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse emptied all the reservoirs, rinsed and replaced with new solutions. The cse primed the lines and noted that wash aspirate 2 was spraying reagent due to a blockage in the dispense ports. The cse repaired the ports, ran calibrations and qc, which resulted within range. The cause of the troponin calibration and qc issue was due to the base solution being incorrectly placed in the wash 1 solution position, which is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.